Event description:
The pump was returned for investigation. Investigation revealed keypad damage, a keypad response issue, and a dim and discolored display. This report is made based on results of the investigation performed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn and peeling. Evaluation revealed the ok button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).